Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaks pneumoperitoneum. The reported condition occurred two times and the surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.